Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that when they removed the previous system on (B)(6) 2025 the lead was broken and a portion of the lead was abandoned. The surgical note said that pulling, tugging, and dissection failed to remove the lead and the lead broke at the first proximal marker at the lead tip leaving about 3.5cm of the lead implanted. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: (B)(6) serial#, implanted: on (B)(6) 2019, explanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 31-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.